Event description:
The hosp reported that during the saphenous vein harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the complaint is not confirmed for blade would not cut. Bisector blade is to specificatioins and bisector balde actuation is functional. However an internal investigation has been initiated to further investigate the blade cutting issue.